Manufacturer narrative:
Age/date of birth at time of event, gender and weight were not provided. The serial number of the device was not provided, therefore the device unique identifier (UDI), approximate age of device and manufacture date are not known. The patient¿s backup and primary system controllers are expected to be returned for evaluation. The devices have not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been receiving intermittent low flow alarms over approximately a one day timeframe. The cause of the alarms was not known. On (B)(6) 2016, the patient attempted to switch to the backup system controller but was unable to make a connection. The patient presented to an outside hospital and reportedly expired the same day. It was reported that there had been no recent change in mental status and it was not known why the patient was unable to connect the backup system controller to the driveline. The patient had reportedly not experienced any such connection difficulties in the past. The patient expired at the outside hospital and the cause of death was reported to be pump stoppage due to inability to connect the driveline during a system controller exchange. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. (Calculated from the date when the system controller was issued to the patient). The account returned system controller serial numbers (B)(4) for evaluation. The report of low flow alarms was confirmed based on the evaluation of the log files retrieved from both system controllers; however, the reported event of difficulty connecting the driveline to the system controller was unable to be confirmed. The log file retrieved from system controller, serial number (B)(4), indicated that the system controller was the patient¿s primary system controller. The log file captured multiple consecutive low flow alarms on (B)(6) 2016. The estimated pump flow during the time of the alarms were recorded at 2.4 lpm. On (B)(6) 2016, the log file recorded a driveline disconnection at 12:21 am, followed by a reconnection at 12:22 am, and another disconnection at 12:23 am. The system controller was set into sleep mode at 1:09 am. The log file retrieved from system controller, serial number (B)(4), indicated that the system controller was the patient¿s backup system controller. The log file contained 7 hours of events on (B)(6) 2016. The system controller operated at the low speed limit throughout the log file. The events indicated that consecutive low flow alarms became active between 7:55 am to 8:04 am and the driveline was disconnected at 8:08 am followed by the system controller being set into sleep mode at 08:19 am. The returned system controllers were evaluated and passed functional testing. The system controllers were able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured and were found to function as intended. The system controllers were connected and disconnected to several test drivelines without issue. The root cause of the low flow alarms captured in the log files and the reported event of difficulty connecting the driveline to the system controller could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: a patient outcome information was received from the hospital personnel on (B)(6) 2016 indicating that the patient's cause of expiration was multi-system organ failure and withdrawal of care. The patient was placed under do not resuscitate and do not intubate instructions.